Event description:
Alleged the bed will still move when the brake is set.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.